Event description:
The customer reported to olympus, the rhino-laryngo videoscope had peeling on the insertion section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: part of connecting tube was fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a cut on connecting tube, water tightness was lost; connecting tube had coating peeling; because venting connector of light guide connector was shaved, water tightness was lost; connecting tube had a wrinkle; bending tube was damaged; light guide protector, protector of universal cord on suction connector side, and the protector of the video cable section all had a cut; universal cord, video cable, video connector case, video connector, light guide connector, forceps elevator lever, up/down angulation lever plate, angulation lever, grip, switch box, and the control unit all had a scratch; due to wear of angle wire, bending angle in up direction did not meet the standard value; and the label on the light guide connector was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insertion tube coating peeling issue could not be determined, however, the issue was likely the result of chemical stress and or repetitive use stress. Olympus will continue to monitor field performance for this device.